Event description:
A report was received that the patient's precision system was explanted because the stimulation was increasing her pain and causing a burning sensation from the hip down her leg. The device was working properly and providing stimulation. The patient was doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were returned and analyzed with no anomalies noted. The devices exhibit normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number - sc-2218-50 serial number - (B)(4) and (B)(4) description - st linear lead, 50cm with pre-loaded 0.014 inches stylet.

Event description:
A report was received that the patient's precision system was explanted because the stimulation was increasing her pain and causing a burning sensation from the hip down her leg. The device was working properly and providing stimulation. The patient was doing well after the explant procedure.